Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if the issue returned.